Event description:
It was reported by the aci sales professional that a patient underwent a coronary intervention procedure on an unknown date. Access was obtained at the common femoral artery via a 6f procedural sheath. The patient was given the anticoagulant, angiomax, peri procedure. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the access site. It was reported that upon completion of the deployment, a "softball-size" hematoma was observed distal to the access site. Manual compression was applied for 30 minutes to achieve successful hemostasis. The patient tolerated the procedure well and was transferred to recovery. The patient was ambulated and discharged home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.